Manufacturer narrative:
The device, used in treatment was returned for evaluation. A lab analysis concluded that the purpose of this investigation was to examine the returned patella visually. No destructive testing was carried out. Scratches and plastic deformation were observed on the articulating surface of the patella. The inferior surfaces of the patella were observed to be deformed. The returned component has cement present on the inside of the patella cement groove. No manufacturing or material deviations were observed during this investigation. A clinical evaluation was conducted and confirms that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. Factors and/or some potential probable causes that could contribute to the reported event include but not limited to design of device, improper size device used, lifetime of device, material in use, overuse, procedural/user error, traumatic injury, unclear user instructions. Based on this investigation, the need for corrective action is not indicated. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient presented pain and swelling due to 2 broken pegs in the patella. The patient had no trauma and the patella was revised to correct the issue.